Manufacturer narrative:
(B)(4). Unit received with missing segment due to problem isolated to the electronic assembly. Pump received with missing display window cover. Unable to perform displacement test and selftest due to missing segment noted.

Event description:
Information received by medtronic indicated that the part of screen was missed. Customer stated the reservoir lip ring did not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.